Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected. The statistics show a drop in the signal amplitude around (B)(6) 2019. No further anomalies were found. An electrical analysis revealed an increased resistance between the tip of the lead and the devices case. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, it was revealed that the electronic module was damaged. The damage symptoms clearly indicate a temporary high current, probably precipitated by the reported external cardioversion. In general the device is protected against the high voltage discharge during an external cardioversion, but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In conclusion, the analysis of the inner assembly of the device revealed that the electronic module was damaged due to a temporary high current, which was probably precipitated by the reported external cardioversion. There was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to it had stopped sensing ecgs. Device would not work post cardioversion. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. Based on the available data, it cannot be excluded that the device was damaged, presumably due to the reported external cardioversion. Should the device become available for analysis, this report will be updated.